Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an evercross dilation catheter balloon ruptured at a pressure of 8atm which is below the nominal pressure (10atm) and burst pressure (16atm) for this device. It was reported that the balloon was retracted.